Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the review of returned consignment instruments, a faulty t-handle was detected. The ratchet mechanism is loose. No additional information is available at this time. Device will be returned for investigation. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. A manufacturing evaluation was performed. As received condition of device; there was a loose ratchet mechanism. The present t-handle was checked for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified and no manufacturing related conditions were found. There was far too much applied mechanical force during the procedure (tightening / loosening) has caused the damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.